Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc038) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2022 ivad needle and tubing disconnected where tubing meets hub that screws into cap. (Line broken not disconnection) line was clamped. Hem/onc called to help reaccess."